Event description:
Customer hospitalized due to low blood glucose. The blood glucose reading is 135 mg/dl. The blood glucose was 63 mg/dl in the morning. Customer stated that she had an infection; the customer's dog ripped out her infusion set causing an abcess. Hospital treated with food. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.